Event description:
A customer in (B)(6) filed a complaint alleging that a (B)(6) result was generated with the cobas (B)(4) test. On (B)(6) 2013, a blood donor was tested with the cobas (B)(4) test in pools of six and generated a (B)(6) result. The donor sample was serology (B)(6) with the architect (B)(4) combo test at that time. The donor was again tested in (B)(6) 2013 and generated a (B)(6) serology result with the architect (B)(4) combo test. The blood from (B)(6) 2013 was not released for donation. Due to this (B)(6) result, the prior donation was reviewed. There were two recipients of the blood donation from (B)(6) 2013. One recipient has since died - date and cause of death currently unknown. The information provided was that the death was "by accident", and not related to the blood donation. The other recipient was admitted to the hospital for joint surgery and received 20 units of blood including donation from the donor in question. This recipient has tested (B)(6).

Manufacturer narrative:
Date of report 11/7/2014. Date received by manufacturer 11/7/2014. Follow up report 1. Type of reportable event: serious injury. Additional information / device evaluation yes. Device evaluated by manufacturer yes. Result: device performed according to specification. Conclusion: no failure detected and product within specifications. A customer in thailand filed a complaint alleging that a false non-reactive result was generated with the cobas taqscreen mpx test. On (B)(6) 2013, a blood donor was tested with the cobas taqscreen test in pools of six and generated a non-reactive mpx result. The donor sample was serology negative with the architect (B)(6) combo test at that time. In (B)(6) 2013 a new donor sample was collected and tested positive for serology (with architect (B)(6) combo test); testing was not performed with the cobas taqscreen mpx test. The blood from (B)(6) , 2013 was not released for donation. Due to this positive serology result, the prior donation was reviewed. There were two recipients of the blood donation from (B)(6) 2013. One recipient has since died. The information provided was that the death was "by accident", and not related to the blood donation. The second recipient was diagnosed with (B)(6) after being transfused with 20 units of blood from which one of the units corresponded to the released donation in this case. It was stated that all 20 units transfused into the second recipient were identified as (B)(6). Due to this, some of the 19 units donated to the second recipient were retested at the customer site and generated (B)(6) results; however, no further detailed information was provided nor were all donations retested as a (B)(6) donation had been identified for the recipient. A third sample was collected on (B)(6) 2014. It tested reactive with the cobas taqscreen mpx test, v2.0. This test is not available in the us. The 1st and 3rd donor sample collections alleged in this complaint case were provided for investigative testing. Testing of the two sample collections with the cobas (B)(6) cap/ctm v2.0 test quantitated a <20c/ml and a 17,800c/ml titer for the 1st and 3rd sample collection, respectively. The viral loads measured explain the discrepant results generated at the customer site. The first collection viral load was below the limit of detection of the mpx test for the hiv target; as such no detection by the test was possible. Detection of (B)(6) in the other collection sample was possible as the viral load was within the linear range of detection for the mpx test. The customer requested genetic sequencing of the sample be performed to determine if any sequence mismatches in the mpx (B)(6) target region existed. The sequence result of the 3rd sample collection was determined to contain no mismatches to the probe used in the cobas taqscreen mpx (B)(6) assay. A mismatch to the upstream primer was found, which is not likely to affect the assay performance based on their location. Multiple mismatches are present in the downstream primer that may affect the performance of the assay. However, the cobas taqscreen mpx (B)(6) contains two downstream primers. Overall, since there is a second downstream primer binding region with no issues, there are not expected to be any sequence related performance issues for this mpx test or the cap/ctm (B)(6) v2.0 test. Retain testing of the cobas taqscreen mpx (B)(6) test complaint kit batch 103965 was performed. The kit met all qc testing specifications, the complaint allegation was not observed. These results confirm the complaint kit is working as intended. Altogether, these results confirm the initial hypothesis of a low viral titer present in the sample thus explaining the initial non-reactive mpx result obtained. This donor may have also been undergoing seroconversion upon initial testing as negative serology was detected. The low titer together with the seroconversion period makes this case scenario a very likely window period case. As stated in the cobas taqscreen mpx package insert (05888212001 doc rev 9.0), the (B)(6) seroconversion window period has been estimated as 22 days on average, but may be as long as 6 months. During this seroconversion window period serology testing may not detect an infection. There is no indication of a product non-conformance with the taqscreen mpx (B)(6) test. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. The corresponding us kit m/n is 04584252190, bl (B)(4).